Event description:
Pt was revised due to elbow disarticulated from the failure of the poly yoke, and pin assembly. The ulnar component was felt to be in slight rotation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.